Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the basket failed to crush the stone. The lesion was located in the common bile duct (cbd). Upon opening the package of the rx lithotripter compatable basket, it was noted that the basket was partially open. The basket was loaded onto an unspecified guide wire and advanced to the cbd. The physician was able to capture the stone within the basket, however, the basket was unable to crush the stone. Several more attempts were made to crush the stone without success. The physician released the stone from the basket and removed the device. Upon inspection, it was noted that the basket was unable to properly close. Another manufacturer's basket was used to complete the procedure. No patient injuries or complications were reported. The patient's status is unknown.